Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. The nozzle was not reported to have been deformed. It is likely foreign material remained in the device because reprocessing deviated from the instruction manual. The event can be detected by following the instructions for use (IFU) which state: "9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when use the air / water valve 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to failure to clean adequately. Other observations for the device: due to damage on up/down (u/d) knob, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of u/d knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip, crack, and white-clouded area; adhesive around objective lens is peeled; light guide (lg) lens has a crack; connecting tube has coating peeling and a wrinkle; suction cylinder is shaved; and a-rubber, connecting tube, protector of universal cord, switch (sw) sw3, sw1, have a scratch. The user¿s complaint of poor water supply was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on reprocessing of the device: the device was cleaned, disinfected, and sterilized before sending in for repair. Presence of foreign material and when it adhered in the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories (air/water adapter) used for reprocessing. The air/water nozzle was not wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. Automatic endoscopy reprocessor used is oer-6 is used for reprocessing. Recommendations to the facility were to increase air and water supply time with air/water adapter immediately after a procedure. Since the area is cold, supplying warm water for the pre-cleaning will be beneficial.

Event description:
Customer returned the device for evaluation and repair of a poor water supply issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material clogging the device nozzle as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. Correction being made for operator of device. This supplemental report is being submitted to provide this information.

Event description:
Addendum feb 5, 2023: there is no patient involvement in the customer reported event.